Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a 3 level kyphoplasty at t8, t9, and l1. During the procedure, two balloons would not advance through the cannula. Two new balloons were used and were able to pass through the cannula and the procedure was completed successfully. The delay in the overall procedure time was 15 minutes. No patient complications were reported and patient status post-operatively was described as "good".

Manufacturer narrative:
Product analysis: complaint return ibts partially inflated upon receipt. When deflated, both ibts collapsed axially, but not transversely (ibt balloon width). As such, both balloons were unable to be started into the stylus cannula. Unable to definitively determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4).